Event description:
Event description guidant received information that this implantable pacemaker (ipm) which was confirmed to be operating appropriately on an ECG (electrocardiogram) and had a magnet rate of 100 ppm, was unable to be interrogated by two different programmers. They also attempted to interrogate in another room with no success.